Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patients primary and revision operative records were received. Records indicate the patient was revised to address increased metal ion levels. Upon revision a significant amount of cloudy fluid was encountered, corrosion was found around the trunnion, and a pseudotumor was found in the capsule. The stem and sleeve were added to the complaint for corrosion.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the femoral stem product/lot code combination.. The investigation can draw no conclusions with the information provided regarding the reported corrosion. However, it is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).